Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent an unknown breast augmentation with a 350cc mentor siltex round moderate profile, saline breast implant experienced left sided deflation, accompanied with pain post procedure. The issue was confirmed by MRI examination. As a result patient underwent bilateral replacement as follow: left- cat#: 3504501bc, sn#: (B)(4), right- cat#: 3505001bc, sn#: (B)(4) on (B)(6) 2020.